Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer unloaded all the medications and would not allow cubies to be added back in. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 and 3.2 failed. A field service engineer (fse) powered down the station, opened the back panel, removed the faulty cubie, and installed a new one. After logging into the application, the fse configured drawer, but the issue persists. Then, the fse powered off the station, removed the drawer, adjusted 3.1 and 3.2, reinstalled the drawer, and powered up the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.